Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot/serial/version #: p901037 h3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. The camera was returned to the manufacture for analysis. The returned power supply unit (psu) had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to feb 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .841mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: unknown, ubd: unknown, UDI#:unknown h3) a manufacturer representative went to the site to test the 9735821 camera/navigation system. It was reported that the system underwent a comprehensive evaluation, and it was confirmed that the bump sensor on the camera had been triggered and the camera localizer was faulted. The issue was resolved by replacing the camera. After camera replacement, the system performed as intended. The following codes apply b01, c08, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system di splayed "localizer faulted" for the camera. They tried a reboot with no change. There was no patient involvement reported.